Event description:
It was reported that the device exhibited <200 ohms bipolar lead impedance. Unipolar impedance was normal. The patient was pacemaker dependent and due to the patient's age and condition, the device was programmed to the unipolar configuration.